Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A DHR review was performed and no non-conformances were found.

Event description:
The initial reporter stated that they had a set that was leaking at the filter. During the initial complaint communication the initial reporter stated that the patient had other sets they could use and that there was no delay in therapy due to the leak. They also stated that the patient was doing well afterwards. (B)(4).